Manufacturer narrative:
The tear seen at explant was confirmed. Cusp 2 and 3 were torn, with thinning and loss of collagen fibers present at the tear sites. Cusps 2 had thinning and loss of collagen fibers throughout, while cusp 3 had thinning and loss of collagen fibers at the base of the cusp. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the thinning, loss of collagen fibers, and tears could not be conclusively determined.

Event description:
On (B)(6) 2015, a 29 mm epic valve was implanted due to mitral valve rheumatic stenosis. In (B)(6) 2019, the device was checked and the device was functioning normally. In (B)(6) 2019, the patient suffered sudden respiratory failure and was hospitalized where a leaflet rupture / tear was diagnosed. The patient stabilized and on (B)(6) 2019, the device was explanted, confirming the leaflet tear, and replaced with a 31 mm epic valve. The patient is reported to be discharged.